Event description:
Boston scientific crm received information that this device and a right ventricular (rv) defibrillation lead were associated with a report of a remote monitoring alert for a high out-of-range pace impedance measurements. There were no reports of adverse patient effects, and the device remains implanted and in service.

Event description:
Subsequently, the patient's boston scientific field representative reported a device check showed fluctuating pace impedances had occurred for approximately two months, with some evidence of noise on a real-time electrocardiogram and in some stored episodes. During clinical isometrics, the impedance varied by about two hundred ohms from the normal in-range measurement, with some evidence of noise. There also was minor noise on the shock channel when the device pocket was manipulated. The patient was scheduled for follow-up with their physician.

Manufacturer narrative:
This report will be updated if additional information is received.